Event description:
It was reported that the lead impedance increased to greater than 2000 ohms, there was oversensing, inappropriate therapy, and an apparent lead fracture. The device delivered therapy until it timed out for three consecutive charges, disabled all therapies, and there was no charge circuit inactive message. Both the lead and device were replaced. No patient complications were reported as a result of this event.